Event description:
Device malfunction: vessel locator button would not stay depressed. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, when attempting to deploy the vessel locator wings, the vessel locator button would not stay depressed. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse patient effects and no additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record for this lot did not produce any findings relevant to this report.